Event description:
The top of the control box is damaged, pictures are attached. She states they have been receiving them this way. It appears to be a manufacturing defect not freight damage. The box was not damaged at all.